Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, 43 devices with upload processing failure. The customer stated that database synchronization failed. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that the health sight viewer (hsv) 2 devices upload processing was failed. A technical support specialist (tss) confirmed that the upload processing errors caused by a misconfiguration when running an upgrade in their test system but pointing it to prod for data sync. So, the tss stopped data sync in the test server, then addressed upload errors individually and most seemed false as the information existed in the server, then ran reverse sync on stations and checked for missing transactions and all upload errors were addressed. The test server misconfiguration being address by se and rdt team (management aware). After that the rdt upgrade the test server by reapplied and the all-upload processing errors were resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, 43 devices with upload processing failure. The customer stated that database synchronization failed. However, there were no adverse events or injuries reported based on this event.